Event description:
It was reported that this male patient's left knee was revised 2.5 years post op. No other information available.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): (B)(4), 200-02-35 - three peg patella 35mm. (B)(4), 02-010-03-0230 - logic cr femoral cem, left, sz 3. (B)(4), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.